Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 1 month post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the transcatheter valve was implanted due to severe stenosis and insufficiency of the original bioprosthetic valve. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.